Event description:
The valve is always primed by the surgeon, prior to insertion. The surgeon was unable to prime the valve. A new ahmed valve was obtained and worked properly.what was the original intended procedure?ahmed valve placement left eye.device #1is this a laboratory device or laboratory test?no.